Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign objects in the nozzle, adhesive around objective lens had foreign materials, adhesive around light guide lens had foreign objects and the distal end had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the suggested phenomenon was confirmed. However, the foreign material was unable to be further specified. It is possible that the reprocessing could not be performed properly due to leakage by breakage of biopsy channel. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: detection method is described in gif type xp150n operation manual chapter 3 preparation and inspection. Preventive measures are described in gif type xp150n reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.